Event description:
Information was received indicating that this syringe infusion pump exhibited a motor rate error. No adverse patient effects were reported.

Event description:
It was additionally reported that the fault occurred during patient use. It was reported that there was no patient injury.

Manufacturer narrative:
One smiths medical medfusion® 4000 wireless syringe infusion pump was returned for analysis in excellent condition. A motor rate error was noted within the device history log. Occlusion tests were run with inability to duplicate the complaint; with no problems found. Based on the evidence, the complaint was not confirmed and inability to determine the root cause.